Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described issues with three - (110-4hmt) - catheters while in pt use. The physician has been using the devices for years, he feels there has been a modification to the device. He describes a tightness upon placement potentially causing pushing the catheter inward. The catheters functioned as expected upon placement. The pt involved in the event reported, expired due to disease process not related to the event described. The catheter was discarded of at the reporting facility. Additional clinical info requested from the reporting facility.